Manufacturer narrative:
Product analysis conclusion: the reported type iiib fabric endoleak could not be confirmed on the films returned; therefore, the cause of the event could not be determined. The anatomy at implant is unknown, and CT¿s post-implant was also not provided; consequently, a complete assessment of the stent graft in-vivo configuration and endoleak evaluation prior to the laparotomy could not be performed. Images during the laparotomy were unavailable, and the implanted devices remained in the patient and could not be analyzed. The leakage/holes may have been due to the removal of tissue/thrombus previously attached to the outside of the stent graft prior to the laparotomy that may have covered all the suture holes. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft and the blood leakage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. Analysis of the returned films did not reveal any obvious out-of-specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: e tlw1620c124e, serial/lot #: (B)(4), ubd: 11-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm.  It was reported approximately 44 months post the index procedure, during a laparotomy the physician discovered holes in the limbs. The physician relined both limbs and implanted an endurant aortic cuff as a precaution. It was confirmed the procedure went well with no endoleak at the end observed.  Per the physician the cause of the type iiib endoleak is undetermined. No additional clinical sequelae were reported and the patient is fine.